Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Health manager is calling on behalf of the customer. The customer is concerned with test results from results obtained of 306, 406, 319, 277 and 389 mg/dl. The customer¿s expected am fasting blood glucose test result range is 150-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/18/2026 and open vial date is one month. The meter memory was reviewed for previous test result history: result 1: 306 mg/dl, date: (B)(6), time: 10:36am fasting. Result 2: 406 mg/dl, date: (B)(6) , time: 9:15pm fasting bedtime. Result 3: 319 mg/dl , date: (B)(6), time: 6:18pm unsure. Result 4: 277 mg/dl , date: (B)(6), time: 10:56am fasting. Result 5: 389 mg/dl , date: (B)(6), time: 9:15pm fasting bedtime.

Event description:
Consumer reported complaint for high blood glucose test results. Health manager is calling on behalf of the customer. The customer is concerned with test results from results obtained of 306, 406, 319, 277 and 389 mg/dl. The customer¿s expected am fasting blood glucose test result range is 150-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/18/2026 and open vial date is one month. The meter memory was reviewed for previous test result history: result 1: 306 mg/dl date: (B)(6) time: 10:36am fasting. Result 2: 406 mg/dl date: (B)(6) time: 9:15pm fasting bedtime. Result 3: 319 mg/dl date: (B)(6) time: 6:18pm unsure. Result 4: 277 mg/dl date: (B)(6) time: 10:56am fasting. Result 5: 389 mg/dl date: (B)(6) time: 9:15pm fasting bedtime.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: (B)(6): user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.